Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) valve was replaced to correct the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of manual ventilation during a case. The unit was replaced and case resumed. There was no patient injury.